Event description:
The patient was complaining of pain. During the revision, the surgeon noticed that the trunion was spinning freely on the stem. A different brand prosthesis was implanted. No additional information is available at this time. The actual part number involved is unknown. This device is used for treatment.